Event description:
It was reported that, "putting in the asnis screws 2.0 and when inserting the screw in the tip of the screw driver, the screw driver broke."

Manufacturer narrative:
Device not returned for investigation yet.